Event description:
Caller reported a malfunction on the pump, identified as malf 12, without any notable events occurring prior to this. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Cts resolved the matter by sending a replacement pump due to three malfunctions in the last month. The caller will continue using the current pump but is prepared to use multiple daily injections if necessary. The caller understood instructions on putting the pump into storage and the steps needed upon receiving the replacement.